Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer performed self test but it failed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace on u1 keypad assembly.